Event description:
It was reported that the device battery had stayed at 41% for one and a half years. Premature battery depletion was alleged. No adverse patient effects were reported. This device remains implanted.